Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 6. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.